Manufacturer narrative:
The field service engineer cleaned the dilution components, replaced the vacuum line, and decontaminated the system. Tests were carried out with satisfactory results. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results from the cobas pure c 303 analytical unit. The initial result was 151 mmol/l, and the repeat result was 142.3 mmol/l. The repeat result was believed to be correct.